Event description:
Customer's niece reported that in 2006, the customer felt bad or weak and had impaired walking. Her adc meter reading was 146 mg/dl. Customer did not change her medication based on this reading. Her niece took it again and received a 137 mg/dl reading. Customer was given orange juice. Paramedics were called, tested her sugar and got a reading of over 400 mg/dl. The customer was brought to the ER and admitted for about 7 days. Treatment for the event was not provided.